Event description:
Reporter called regarding philips dreamstation 2 CPAP(continuous positive airway pressure) machines, total three devices. The reporter used the first device and error message was displayed, "service required, please contact support if problem persist." So, she contacted the service provider and was asked to change the plug. But device failed to work and gave the same message. The device was replaced and the second device showed the same message. The reporter found out the device 01 has been recalled. The device was replaced again and the third device came up with same error message. The reporter requested the doctor to prescribe a new machine of different company. Ref report: mw5149218 and mw5149219.